Manufacturer narrative:
One 72202469 fast-fix 360 reversed curve needle delivery system device received. The complaint stated: ¿t2 would not deploy when the knob was depressed.¿ the depth limiter was found attached and in place. T1, t2 and suture were not returned. The needle showed no damage. The device cycled and actuated properly as expected. Permanent or temporary inadvertent twisting or over flexing of the needle track can initiate unintended retaining or release of anchors. Per IFU: ¿if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary.¿ no root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during a meniscus repair procedure, t2 would not deploy when the knob was depressed. The needle was bent. A backup device was available to complete the procedure with no delay and no patient injuries.